Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to stretched distal electrode and lead body part when wiped after the connector part of the lead was removed using a torque wrench. A cap was placed on the remaining lead and an ipsilateral approach was performed and the lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.